Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tiny tip at the end of the ultrasonic bronchofibervideoscope broke off. The issue occurred during a therapeutic endobronchial ultrasound procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of breakage off tiny tip at the end was confirmed. Based on the results of the investigation, the presumable cause for the event could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions evis exera ii ultrasonic ronchofibervideoscope olympus bf type uc180f; do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device.